Event description:
This is a report of a system error (se) 2240 alarm (air in tubing), which occurred on the homechoice (hc) during peritoneal dialysis. The customer initially contacted baxter?s technical service center regarding a se 2367. The baxter technical service representative (tsr) reviewed the alarm log with the patient and found a se 2240 had preceeded the se 2367. The patient was connected at the time of the se 2240. During troubleshooting, it was found that patient extension lines were used but were not connected prior to priming. The tsr helped the patient clear the alarm and referred the patient to their rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was use error. Per baxter labeling, the patient is instructed to connect any patient line extensions prior to priming the disposable cassette. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.